Event description:
Spoke to patient in 2002 and obtained the following information: patient called to report that their meter had been giving them false high readings. On the afternoon of the event date, patient tested their bg and obtained a high. Pt thought that was unusal, since pt did not have any symptoms of high. Pt did not take any medications. One hour later, pt tested again and meter said high (did not take any meds. Pt called their md and he did not call back till an hour later, and pt tested again and meter said high. Md had advised pt to take 80u of insulin. Pt explained to him that they did not have any symptoms of high bg, but he still advised pt to take the 80u since the past 3 tests were high. Pt did as their md advised (took 50units manually and 30u by the pump) and minutes later pt had passed out. A neighbor had found pt shortly after, and called the emergency medical system. When emergency medical system arrived they tested pt's bg on their meter and obtained a 10mg/dl. Pt was given 2 shots of glucagon and 2 bags of IV. Patient was admitted in the ER, where they treated pt with food. Pt does not recall them testing their bg at the hospital or when pt was discharged. Pt was in the ER for about 4 hours. When patient arrived home pt tested the ctrl test and noticed the ctrl fell out of range. Pt informed the md that the test strips fell out of range. Md had advised pt to get a new meter. Patient did ot have meter handy to go through the memory of the meter. Ctrl sol did ot pass with ccr over the phone. Note: ccr documented that pt was obtaining a bg reading of high for 3 days, which is incorrect. Patient obtained high for 3 readings one hour apart from one another.